Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll medical for evaluation.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was observed and the system board was replaced to resolve the malfunction. The device was recertified and returned to the customer. The system board was returned to zoll medical us; the malfunction was duplicated and attributed to a faulty connector and integrated circuit on the system board. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display was blurry and clinical information could not be seen. Complainant indicated that there was no patient involvement in the reported malfunction.